Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sometimes the buttons were unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the screen was dim and they had to hold it, to light to be bright. The insulin pump sometimes have no delivery alarms that are unexplained and some batteries only last for 3 days. The device will not be returned for analysis.